Event description:
Pt received 24 shocks for noise on the rv lead. No changes in impedance were seen, but a higher threshold was measured and changes in sensing. Representative performed provocative testing and could not reproduce the noise. Recommended replacement of the rv lead. This lead was capped due to lead fracture on (B)(6)2010.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.